Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was unknown battery depletion. It was noted that there was a coupling issue. It was noted that it was unknown if action was required. It was noted that x-rays were taken. It was noted that there was no connection between the recharger and device. It was noted that the device was 50% loaded and stimulation was ongoing. It was noted that if the device was empty the patient would have symptoms. It was noted that the patient was alive with no injury at the time of the report. Additional information received reported that there was coupling problem. It was noted that the implantable neurostimulator (ins) showed good coupling of 8 bars during the first contact. It was noted that 2 days later only 0 bars were possible. It was noted that two rechargers were tested and there was always 0 bars. It was noted that they tried a physician mode recharge (pmr) but that did not solve the problem, it was noted that the health care professional (hcp) confirmed that there was no fluid in the device pocket. It was noted that implantation depth was no possible root cause. It was noted that an x-ray confirmed that the ins was not flipped. It was noted that the ins voltage after recharge was shown as 0.000 volts in the statistics. It was later noted that the ins was implanted on the right side and it was confirmed that the device was flipped. Additional information received reported that the device was rotated from the outside by hand andsince then recharging was again possible.